Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set was too thick/rigid and was not compatible with installing into the pump. The set was forced into the pump during setup which resulted in an ¿occlusion¿ alarm. Pembrolizumab was used during the incident. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the slide clamp was assembled incorrectly. Pressure and flow testing were performed, with no issues noted. The reported condition was verified. The cause of the reported condition (set was too thick/rigid and was not compatible with installing into the pump) was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No additional information is available.